Manufacturer narrative:
The account replaced the left hand coiled cable assembly to resolve the issue.

Event description:
The account alleged the controls are locking up and the left hand coiled cable is damaged with bare metal wires exposed. No pt impact.